Event description:
It was reported that the communicator was dark and was observed to have a burned smell. A boston scientific company representative advised the patient troubleshooting steps. No adverse patient effects were reported. The communicator was no longer in service. Additional information from product investigation indicates that the communicator allegation was confirmed. Product analysis showed that a burning smell was observed, and charred marks can be found in the electrical component. The communicator behavior was consistent with a high-power electrical overstress event. The damage observed to communicator has been identified as electrical overstress event damage attributed by the environment.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, product analysis indicates that the communicator allegation was confirmed. Product analysis showed that a burning smell was observed, and charred marks can be found in the electrical component. The communicator behavior was consistent with a high-power electrical overstress event. The damage observed to communicator has been identified as electrical overstress event damage attributed by the environment. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported, that the communicator was dark. And was observed, to have a burned smell. A boston scientific company representative advised, the patient troubleshooting steps. No adverse patient effects were reported. The communicator was no longer in service.